Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius granuflo mixer had a burn mark on the control board. The mixer was pulled from service as it was not filling while in dissolution mode and the biomed noticed a burning smell. There was no visible smoke, flame, or spark. The burning smell was coming from the fill valve and the capacitor on the control panel was burned. The control board was the original part. There was no damage observed on any other components. The biomed replaced the control board and the fill valve, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. The control board was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the display (control) board assembly was returned to the manufacturer for analysis. A visual examination was performed on the display board and there were no burn marks. Functional testing was performed on the returned display board with a granuflo tank console board tester. The 4 digit 7-segment display sequence test, mode led display sequence test, sensor inputs and conductivity probes test, and panel buttons test were performed on the returned display board and passed. The relay sequence test was performed and failed. The relay indicator lights failed to light for the fill and drain relays. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the burn marks was not able to be confirmed. A visual examination of the display board did not show any evidence of burn marks or heat damage. Therefore, the complaint has been deemed unconfirmed.